Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that cardiac arrest and complete heart block occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) and a versacross connect system were selected. During the procedure, the versacross connect system was used to perform transeptal puncture. As the physician was dropping down on the septum, the patient went into complete heart block. Cardiopulmonary resuscitation (CPR) was initiated, and a temporary pacemaker was placed. The physician decided to continue with the procedure, and the closure device was implanted. The patient was sent to the intensive care unit (ICU) post procedure. The patient is expected to fully recover. Product return is not expected as it was disposed. It was informed that the patient was discharged from the hospital and that the puncture was not difficult, the physician had just dropped down onto the septum without crossing.